Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio: 7.3, lab: 13.5. The patient repeated the test. Same day, inratio: 7.3. Same day; inratio: 6.4

Manufacturer narrative:
Discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 7.3; lab: 13.5; mean: 10; confident limits: not within the confident limits. The mean for inratio and lab values are greater than 5.0 and difference between inr's are greater than 2.2. So they are not within the confident limit as per internal procedure tr# 0150 rev.2. The product will be investigated. Patient also had increase in dosage of medicine. This is an adverse event. Also patient repeated the test with same meter. The results and calculations are as follows: 7.3, 6.4. Average: 6.85. Stdev: 0.64. %cv: 9.29. The acceptance criterion for imprecision is a %cv of 20 or less as per internal procedure tr# 0150 rev.2. The %cv 9.29 for this and the criterion is met.